Manufacturer narrative:
(B)(4). Date sent: 10/31/2024. D4: batch # unk. Additional information was requested, and the following was obtained: if yes, how was the device removed? The tissue was already stapled and it was possible, with the help of a grasper, to release the tissue from the jaw and remove the stapler from the cavity. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch. Did the jaws eventually open? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectosigmoidectomy, the echelon flex 60mm stapler locked after stapling, making it impossible to open the mandible to proceed with the new activation. It was possible to remove the stapler from the cavity, without prejudice to the procedure or patient.